Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s effluent was not clear. On an unreported date, the pd therapy was discontinued and the patient was switched to hemodialysis therapy. At the time of this report, the patient had not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (intraperitoneal, 1 g, in the first bag and then every fifth day, for fourteen days) and injection zienam (intraperitoneal, 500 mg, in each bag, for fourteen days) for peritonitis. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.